Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer recieved a no delivery while attempting to change their infusion set. The customer's blood glucose was 110 mg/dl. It was found the no delivery alarm was resolved by a complete infusion set change. The customer was unable to troubleshoot at the time of the call. The customer stated they would return their product for analysis. No additional information provided.